Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient who was receiving morphine 20 mg/ml at 3 mg/day and bupivacaine 20 mg/ml at 3 mg/day via an implantable infusion pump for non-malignant pain and failed back syndrome - other. It was reported the patient had his pump replaced yesterday ((B)(6) 2016) due to battery life, and was experiencing dizziness, hot and cold flashes, nausea, felt antsy and was starting to get a slight fever. The reporter was most concerned about the dizziness. The patient was dizzy standing and laying down. The reporter questioned if the symptoms were normal. The reporter was advised to have the patient speak with his hcp. The reporter was also concerned about an overdose by the machine. The change in therapy/symptoms was considered sudden. It was noted the reporter called the hcp's office regarding the patient's symptoms and was told to wait a couple of days. If the patient was feeling better, the reporter would request to bring him into the clinic. The reporter was to follow-up with the hcp. Compatibility guidelines were also requested for airport/security and magnetic resonance imaging. Further information was received that the patient was in the hospital in and out of consciousness following a recent pump replacement procedure. The hcp requested to speak to a manufacturing representative. The hcp then got a call from a manufacturing representative. The manufacturing representative questioned if the cal constant between the new pump and the old pump would have any significant difference in what happened to the patient. It was discussed that the cal constant would not be relevant in determining what happened. It was noted the patient went to the emergency room (ER) on (B)(6) 2016 due to being in and out of consciousness. The manufacturing representative that covered the case said that drug was taken out of the old pump and put into the new pump. It was noted the old pump was replaced due to nearing end of life. Additional information was received that the patient was overdosed after the recent pump implant and had to be given narcan. The pump dose was adjusted. Information was requested as to what to do in an emergency as the hospital the patient went to did not know about the pump therapy. The reporter was advised to follow-up with hcp to find out about after hours service and which hospitals they can go to that might have knowledge of the pump in their area.

Event description:
Information was received from a consumer. The day after the pump replacement on (B)(6) 2016 the patient experienced symptoms of overdose and was slurring their words. It was also noted that the patient was in and out of consciousness. The hospital contacted the representative to turn down the dose. The hospital gave the patient narcan which made him vomit the drugs out of his system. The patient now has narcan at home just in case. The pump was adjusted due to the overdose symptoms and had resolved. It was noted as a sudden change in therapy/symptoms. The healthcare provider (hcp) felt the old pump had been malfunctioning because they had placed the new pump on the same dose as the old pump. (See manufacture report # 3004209178-2016-17190 regarding pump malfunction). No further complications were reported/anticipated.

Event description:
Additional information was received from a consumer. The pump settings were too high for the patient and caused an overdose. On (B)(6) 2016 the patient was in and out of consciousness and was transported via ambulance to the hospital around 1-130 p.m. At approximately 3 p.m. Narcan was administered to the patient. At approximately 6-630 p.m. The pump settings were decreased and resolved the issue. The patient was discharged on (B)(6) 2016. The managing healthcare provider slowly started increasing the patient back up with the pump on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.